Event description:
After the implant was completed, the patient presented with a hematoma at the chest incision and returned to the hospital. Physician brought the patient into the operating room, evacuated the area, stopped the bleeding, cleaned, and closed the incision. This resolved the issue.